Event description:
Event description guidant received information that at the patient's routine follow-up a review of therapy history noted noise on both the rate sense and shocking channels. The nose is very dense and appears to be from electromagnetic interference (emi). No shocks were inappropriately delivered and all impedances are stable and within normal limits. Guidant received additional information in february 2005 that despite the patient refraining from driving the tractor mower, the problem has persisted. Noise was obsereved on the rate sense and shocking channels resulting in pacemaker inhibition. All lead measurements are within normal limits. The patient could reproduce the noise with breathing and very consistently while reaching with left arm across right side.